Manufacturer narrative:
The reported event of r-wave amp variation was not confirmed. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that the patient presented for initial implant procedure. During the procedure, the right ventricular (rv) lead's test parameters were not good as the lead exhibited low sensing. The lead was not used and the physician elected to complete the procedure using a different rv lead. The patient condition was stable.